Manufacturer narrative:
Updated blocks: b5 and h6. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2026, the team experienced a problem with their heart lung machine (hlm) during cardiopulmonary bypass (cpb) whereby the roller pump designated as the arterial pump stopped without the user stopping it. The user pressed the power button to restart the pump and then pressed it again to start pumping. As a result, there was no delay, no blood loss, and the surgery was completed successfully with no adverse event.

Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the reported complaint. A review of the data logs concluded that the issue was caused by the display or the display cable overheating. The display and the display cable were replaced. Functional testing was performed successfully. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump stopped working and an error message, possibly stating 'service needed', was displayed quickly then went away. The perfusionist restarted the pump and the issue resolved. The team used the roller pump for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.